Event description:
Term infant in nicu due to respiratory distress following uneventful birth. Three days after birth began having increased distress and mottled skin. Peritoneal tap revealed 298 ml of a substance resembling tpn. It is believed that the patient's uvc infiltrated. Staff also raised concerns with the pump - the carefusion alaris pc guardrails.